Event description:
It was reported that the patient had an inflatable penile prosthesis cx implanted in 2014. Earlier this year, the implant stopped functioning and the pump would not move fluid. The patient had the inflatable penile prosthesis pump and cylinder components replaced. Following the surgery, the patient was in recovery.